Event description:
The customer called and reported experiencing a blood glucose level below 50 mg/dl. The customer did not think there was an issue with the insulin pump, which he stated was working fine and had not been dropped.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.